Event description:
Unit was explanted due to a report of rate decrease. No further injury or complications associated with the event.

Manufacturer narrative:
The reported symptom of a decrease in pacing or magnet rate was confirmed. The electrical tests indicated that the pacer was in back up code b. This is due to battery depletion which was caused by a high current drain attributed to a defective i.c.